Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient undergone hip replacement in 2005 per the surgeon, uneventful until the last 6 months. Then the patient had a periods of pain. Surgeon stated he felt he needed to convert the metal/metal construct to a ceramic head on poly liner.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.